Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before it was sent in for repair. The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it was unknown when the foreign material adhered to the forceps mouth, there was no delay in the start of the pre-cleaning, tit was unknown if the instrument/suction channel was aspirated with water, it was unknown if the instrument/suction channel was cleaned with lint-free cloths/brushes/sponges and, and if the endoscope was immerse in detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned and evaluated, and the customer's allegation was not confirmed. Further evaluation found the distal end had a scratch, water tightness was lost due to a dent on the distal end, and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the uretero-reno fiberscope, the unit had a foreign object in the forceps mouth. There were no reports of patient harm or delay associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unclear whether the reprocessing was carried out in accordance with the instruction for use (IFU). Therefore, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) sections: the detection method is described in chapter 3 preparation and inspection of the instruction manual urf-p7 operation edition. Instruction manual urf-p7 cleaning/disinfection/sterilization chapter 5: endoscope reprocessing describes preventive measures. Olympus will continue to monitor field performance for this device.